Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5085644 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 788237 UDI: (B)(4).

Event description:
It was reported that the patient had high impedances on the left lead. The patient underwent a lead replacement procedure and the implantable pulse generator (ipg) was also replaced due to an unknown reason. The patient was doing well postoperatively and the explanted device components were not returned.